Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body (light blue) of the minicap transfer set. The event was further described as ¿the light blue part came out.¿ this occurred when disconnecting from the patient line of the cassette after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent application between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.